Event description:
It was reported that the patient received inappropriate anti-tachycardia pacing due to noise on the right ventricular (rv) lead. In addition, several episodes of low impedance were identified with the rv lead. The physician capped and replaced the pace/sense portion of the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 7274 ICD implanted: (B)(6) 2004. (B)(4).